Event description:
The customer reported that system displayed a "stator not on" error code during a case and had to reboot the system to finish the case. The pt was not injured.

Manufacturer narrative:
The ge service rep replaced the defective high voltage cable. The system functions normally.